Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, cracked lcd glass, and a detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they fell and broke the case on their insulin pump as a result. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis and a replacement device was shipped to the customer.